Manufacturer narrative:
Software evaluation not completed at the time of this report. However, evaluation of the operating environment indicates that the system was operating as intended based on the data it was provided. The conclusion reached is based on the information currently available.

Event description:
Medtronic rep reported an inaccuracy while in a cranial procedure. The pt was prone and there were not enough fiducials (registration markers) placed in the area of interest. The registration was off, however, the surgeon opted to use it as he only wanted to plan his approach to a superficial tumor. The surgeon completed the surgery, using the stealthstation navigation system. This event caused no delay in the surgery. There was no impact on the pt outcome.